Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive motor error alarms when changing set. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 440 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to x-ray; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed three motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during our testing. The insulin was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had broken belt clip slot at the battery tube threads area and cracked reservoir tube lip.